Event description:
It was reported that a patient connected to a homechoice cassette prior to connecting to the solution bags or allowing the line to properly prime. The patient identified the issue and disconnected aseptically from the device. A technical service representative assisted the patient with returning to the set up phase of therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where a patient connected to the device without allowing the patient line to prime properly. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.